Manufacturer narrative:
H6: code 22 - according to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: aortic expansion and reoperation.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a type b dissection of the thoracic aorta with the main entry port in zone 4 and a maximum diameter measuring 71 mm. The patient was therefore treated with a conformable gore® tag® thoracic endoprosthesis. Follow-up computed tomography (CT) imaging examinations on (B)(6) 2018 identified a diameter of 83 mm and a developing aneurysm at the lower section of the dissection. On (B)(6) 2019, the patient received a fenestrated endoprosthesis to treat the expansion of the lesion. On (B)(6) 2019, follow-up CT imaging showed a diameter of 84 mm.